Event description:
It was reported that this male peritoneal dialysis (pd) patient was in the hospital due to possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (symptoms unknown). The patient did not contact the clinic on-call nurse to notify them. The patient was admitted to the hospital with a diagnosis of elevated troponin levels. On (B)(6) 2025, the patient had a pd culture obtained. The patient was subsequently diagnosed with peritonitis. The culture was negative for growth. The patient was initiated on antibiotic therapy with vancomycin and ceftazidime (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2025. The cause of the peritonitis event is undetermined. The patient continued ccpd therapy.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the adverse event, and the use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd cultures resulted in negative growth, ¿unfortunately, pd-fluid cultures do not always yield an organism in patients with clinical findings of peritonitis. The most common cause of culture-negative cases is initiation of antibiotics before cultures are obtained with other causes being infection with fastidious bacterial organisms, acid-fast bacilli (afb), or fungal organisms.¿ although a cause of the peritonitis was not determined, most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
It was reported that this male peritoneal dialysis (pd) patient was in the hospital due to possible peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2025 (symptoms unknown). The patient did not contact the clinic on-call nurse to notify them. The patient was admitted to the hospital with a diagnosis of elevated troponin levels. On (B)(6) 2025, the patient had a pd culture obtained. The patient was subsequently diagnosed with peritonitis. The culture was negative for growth. The patient was initiated on antibiotic therapy with vancomycin and ceftazidime (route, dose, frequency, and duration unknown). The patient was discharged on (B)(6) 2025. The cause of the peritonitis event is undetermined. The patient continued ccpd therapy.